Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "was not feeling well" and exhibited intermittent atrio ventricular conduction block. It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during stored atrial tachycardia/atrial fibrillation (at/af) stored episodes resulting in skewed atrial rate data and inappropriate mode switch behavior. The ra lead remains in use. No further patient complications have been reported as a result of this event.